Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to reseat the sterile adapter and the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the instrument in universal surgical manipulator (usm) 3 did not move as intended. The display on usm 3 showed an orange clockwise arrow. The procedure was reportedly being completed as planned, with no reports of patient injury.